Manufacturer narrative:
The reported events of failure to capture and ¿blood under the insulation and felt a ¿bump¿ on the insulation¿ were confirmed. As received, a complete lead was returned in one piece. Visual inspection found tie mark and blood at the distal region of the lead consistent with procedural damage. Electrical testing did not find any conductor fractures however an internal short was noted between conductor paths. Destructive analysis was performed and found the inner insulation was cut/damaged at the distal region of the lead consistent with procedural damage. The cause of the reported events was consistent with overtighten suture tie.

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead exhibited loss of capture therefore, it was decided to be repositioned. Upon visual examination of the lead body, blood was noted under the insulation and felt a ¿bump¿ on the insulation. Insulation damage was also suspected. The lead was ultimately not used and replaced with new lead during the same procedure. Patient condition was stable.